Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient would undergo a lead revision due to insufficient pain coverage. During the revision, the physician elected to replace the entire precision system due to the fact that the patient had previously been in a car accident, and he felt the devices may not have been working properly. The patient was implanted with 2 new ipgs, paddle leads, and extensions and was reportedly doing well post-operatively.